Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305838. Batch # 2355497. It was reported that the bd needle eclipse 25x1-1/2 rb tip broke. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. During stereo tactical procedure, tip of 25-gauge needle broke inside pt breast, while dr was administrating it. Manufacturer response for needle, 25-gauge needle (per site reporter) per [redacted name] in radiology quality & safety "the tip was removed during the biopsy. No harm to the patient." Product#: 305838. Lot#: 2355497.

Event description:
Imdrf codes must be updated.

Manufacturer narrative:
Imdrf codes must be updated.